Event description:
It was reported that one day post implant, the lead exhibited intermittent capture and was repositioned. At the six month follow-up, high threshold was observed, although the lead did not appear to have moved via x-ray. The lead was explanted.